Manufacturer narrative:
The autopulse platform was returned to the manufacturer for evaluation on 06/09/2015. Investigation results for the returned platform as follows: visual inspection was performed and found that the front enclosure was damaged. From the condition of the platform, the damage appears to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a "system error - out of service" message upon power up. Further inspection identified the cause to be a defective system processor board. Following replacement of this board, the platform passed functional testing with no other user advisories, warnings or error messages exhibited. A review of the platform's archive data was performed which found that a "system error" 132 (internal watchdog timeout) occurred on the reported event date of (B)(6) /2015. The parts identified for replacement were the front enclosure and the system processor board. In summary, the reported complaint was confirmed upon functional inspection as well as during platform archive review and is attributed to a defective system processor board. Following service, including replacement of the processor board and the damaged enclosure cover, the device passed all test criteria.

Event description:
It was reported that during a morning shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. The customer did not observe any user advisory messages. There was no patient involvement. No additional details were provided.